Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The valve remains implanted and in use. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 days post implant of this aortic bioprosthetic valve, a non-medtronic permanent pacemaker was implanted. The reason for the pacemaker implant was not reported. No additional adverse patient effects were reported.